Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. No patient complications were reported.